Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high impedance and lead fracture was visually confirmed during lead replacement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.